Event description:
Upon incoming inspection of the device from repair, the board showed user advisory 12 (lifeband not present), 11 (max patient temperature exceeded), and 07 (discrepancy between load 1 and load 2 too large). User advisory 07 cannot be cleared.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. The reported problem of user advisory 12 (lifeband not present) and user advisory 11 (max patient temperature exceeded) was not confirmed. The load cell was found non-functioning which could have triggered user advisory 07 (discrepancy between load 1 and load 2 too large). The load cell was replaced. No adverse event was reported.